Manufacturer narrative:
H3: the revision reported was likely the result of wear and fracture of the tibial insert and femoral loosening after 13 years of implantation. However, the reported femoral loosening could not be confirmed from the provided information. Loosening may have led to an increase in cement and bone particles in the joint space or abnormal contact between the femoral component and tibial insert and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis and subsequent loosening. However, the contributions of loosening, prosthesis wear, and potential patient-related considerations to the sequence of events cannot be determined. Fracture of the tibial insert was confirmed, but the root cause of the fracture could not be determined from the available information. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided.

Event description:
As reported, approximately 13 years post the initial total knee arthroplasty, the patient was revised due to an intercondylar fracture with tibial osteolysis, and loosening of the femoral component. Polyethylene asymmetry was observed. The patient was revised to competitor products. There was no reported breakage of a device or surgical delay/prolongation.